Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2013-06717. It was reported that post a rotablator procedure, myocardial infarction, in-stent restenosis and stent damaged occurred. The 70% stenosed target lesion was located in the severely calcified and severely tortuous right coronary artery (rca). After predilatation of a non bsc balloon catheter a 3x16 promus element stent was deployed with a nominal pressure of 11 atmospheres to the target lesion. An additional 3x24 and 3.5x28 promus element stents were also implanted in an overlapping manner in the mid-proximal rca and was post dilated using a non bsc balloon catheter. The procedure was completed with this device. There were no patient complications reported. Two days after, the patient presented due to myocardial infarction and was hospitalized on the same day. Angiography revealed that during the index procedure the inferior portion of the stent was damaged while still on the stent delivery balloon. As a result when the 3.5x28 promus element stent was deployed the inferior struts had been shifted proximal on the balloon, leaving a small gap. Moreover, angiography identified an area of 70% in-stent restenosis of the previously implanted stent in the mid rca. Vascular access was obtained via the right femoral artery. It was treated with balloon angioplasty and implantation of a 3.5x12 promus element plus drug eluting stent. During the procedure, the patient was given fentanyl, morphine and heparin. The patient was discharged the following day.